Event description:
48 yo female who complained of musculoskeletal pain and discomfort with normal daily work secondary to bilateral breast implants. Upon removal of the implants, the right implant appeared to have a saline deflation but the gel portion of the implant was intact. The left breast was more difficult, total detachment was impossible because of blockage of view, there appeared again to be a saline deflation. On extraction of the left implant, the implant spontaneously ruptured during the removal; however no free gel was lost into the surgical pocket, due to the technique used by the surgeon. Pathology report revealed right nd left breast capsules with extensive calcification.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.